Manufacturer narrative:
Investigation of the returned device found a tear in the exposed portion of the soft cannula that contributed to the reported event. The observed soft cannula damage is currently under the referenced CAPA investigation. No further post market investigation is required.

Event description:
It was reported that the patient's blood glucose level rose to 485 mg/dl while wearing the pod between 4 and 24 hours. Investigation of the pod found a tear in the external portion of the cannula. The device was originally reported due to the patient experiencing high blood glucose levels and the pod leaking.